Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). Information anticipated, but unavailable at this time. Photographic analysis: based on the photos provided, the event description can be confirmed.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third or fourth firing of the device with a blue cartridge the knife channel of the cartridge had been shaved, but did stay attached to the cartridge. The cutline and staple line were complete. The device was reloaded and completed the procedure with no patient consequence.